Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported after replacing the internal battery, the issue was resolved. The fsr recommended battery performance checks/periodic maintenance and performed the user verification test and the operational verification procedure. The fsr completed service and reported unit meets service specifications.

Event description:
The customer reported that the ventilator does not go to battery power when the (alternating-current) a/c power is pulled. Once a/c power is disconnected, the customer reports that the ventilator shuts off. At this time, it is unknown whether or not there was any patient involvement associated with the event.